Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be the introduction of ferromagnetic pieces into the mr examination room and therefore an individual user error. Due to the strong magnetic field, special safety measures must be adhered to in order to prevent injuries. Therefore, the corresponding (B)(6) operator manual and the (B)(6) system owner manual provide clear instructions concerning the handling of an mr system, what is to be considered when getting close the mr system and the controlled access area. (B)(6), system owner manual - 2 safety information, syngo mr xa30* specifically states that the system owner is responsible for ensuring that only trained and qualified mr workers and physicians are working on the mr system, so that they can perform all their tasks safely and efficiently (page 11). According to the (B)(6) family - operator manual - syngo mr xa30** an mr worker is considered a person who works within the controlled access area or mr environment, which includes user, operator as well as further personnel (for example, cleaning staff, facility manager, service personnel) (page 17). In the (B)(6), system owner manual - 2 safety information, syngo mr xa30* it is further warned for the possibility of personal injury or property injury when mr workers and all personnel who have access to the mr system are not sufficiently informed. Therefore, it is to be ensured that all personnel (incl. Cleaning crews, rescue personnel, etc.) Are regularly informed about the potential risks inherent in mr systems as well as the relevant safety information (for example, regarding magnetic forces). It is further explained that the exclusion zone and corresponding safety measures must be observed even when the system is switched off (page 13). It is specifically warned about introducing magnetizable objects into the magnetic field, which become projectiles and that this represents a risk to the patient and operating personnel (page 14). The (B)(6) - operator manual - syngo mr xa30 specifies to only use equipment specified or recommended for use in the controlled access area, to not use any objects or devices with consists of magnetizable parts and that only authorized personnel enter the controlled access area and to only mr safe or mr conditional tools and devices. (Page 22). The investigation by the hospital¿s supplier concluded that the technician was not properly trained. Furthermore, the required warning signs were present on the entrance door of the controlled access area (magnet room).

Manufacturer narrative:
H10 manufacturer narrative: e1: the reporting facility contact phone number is (B)(6). H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.

Event description:
Siemens healthineers was made aware of a serious injury associated with the magenetom skyra system. Per the initial complaint report, a partially magnetic ladder brought into the MRI room by a hospital supplier, and the ladder was attracted by the magnet. The hospital supplier sustained an arm fracture during the event. The injured person had to undergo arm surgery to treat the fracture. The injured person has since been released from the hospital and is recovering at home.